Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked and reconnect all the connections performed all the require test. The problem not solve. The unit front end board is suspected, need for testing purpose, further testing will be perform after replacing the same. The issue has been resolved and there were no parts repaired as the issue was resolved after checking the systems performance on another working unit trainer and demo balloon. The unit has been returned to the customer in working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check, the cs300 intra-aortic balloon pump (iabp) unable to update timing system trainer. There was no patient involvement.